Event description:
Pt with distal femur fracture was implanted with an lcp condylar plate and orthopedic cables on an unk date. Status post pt complained of pain. F/u x-rays showed deformity in the surgical extremity and plate was noted to be broken. Cables and screws noted as intact and functioning. Broken plate and cables were explanted and pt was revised to same type of plate.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested. Synthes is unable to determine mfg date. Additional info has been requested.